Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. Computed tomography (CT) scans were performed six (6) months post procedure as there was concern about the thrombus. Eight (8) months post procedure the patient presented to the emergency room with chest pain. At this time, CT imaging was rereviewed and it was discovered that the closure device was implanted in the left upper pulmonary vein. No treatment or intervention was performed at this time. The physician is deciding the best surgical option to perform to treat the patient.